Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the mountains earlier in the day and had received an altitude alarm when returned home. The customer's blood glucose (bg) level was 156 mg/dl, however, bg level had not yet lowered and a manual injection was delivered. Tandem technical support was unable to confirm if the alarm had cleared. Multiple follow attempts made, however no further information was provided.